Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a 62-years-old female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) via cartridge from humapen ergo ii device, 65 units daily (40 iu in morning and 25 iu in evening), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2014. Since (B)(6) 2018, her humapen ergo ii device stopped working, further explained as did not releasing the dose and due to which she missed the dose for two days (B)(4). Lot unknown). On (B)(6) 2018, she suffered from high blood glucose with value 600m/dl, due to which she got hospitalized on the same day for five to six hours. In hospital she had infusion therapy as the corrective treatment. On (B)(6) 2018, she again hospitalized for five to six hours due to high blood glucose with values 430 or 450mg/dl. Information regarding the remaining corrective treatment, hospital discharge dates, diagnostic tests and outcome of the events were not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the humapen ergo ii device was patient herself and her training status was not provided. The general humapen ergo ii device model duration of use was not provided but was started in 2014. The duration of use of suspect humapen ergo ii device was approximately three or four years. The suspect device was not returned to the manufacturer. The reporting consumer considered the events were not related to human insulin isophane suspension 70%/human insulin 30% therapy and were related to suspect humapen ergo ii device. Edit 05oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 24oct2018: additional information received on 24oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for (B)(4). Associated with an unknown lot of a humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 24oct2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that the screw of her humapen ergo ii device had stopped working and the device did not release her insulin. She experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a 62-years-old female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) via cartridge from a reusable humapen ergo ii device, 65 units daily (40 iu in morning and 25 iu in evening), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2014. Since (B)(6) 2018, her humapen ergo ii device stopped working, further explained as did not releasing the dose and due to which she missed the dose for two days(B)(4). Lot 0708d01). On (B)(6) 2018, she suffered from high blood glucose with value 600m/dl, due to which she got hospitalized on the same day for five to six hours. In hospital she had infusion therapy as the corrective treatment. On (B)(6) 2018 she again hospitalized for five to six hours due to high blood glucose with values 430 or 450mg/dl. Information regarding the remaining corrective treatment, hospital discharge dates, diagnostic tests and outcome of the events were not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was continued; it was noted on (B)(6) 2018,she started using insulin syringe to take her insulin dose. The operator of the humapen ergo ii device was the patient herself and her training status was not provided. The general humapen ergo ii device model duration of use was not provided but was started in 2014. The duration of use of suspect humapen ergo ii device (manufactured aug2007) was approximately three or four years. The suspect humapen ergo ii device associated with product complaint (B)(4) was returned to the manufacturer on 29nov2018. The reporting consumer considered the events were not related to human insulin isophane suspension 70%/human insulin 30% therapy and were related to suspect humapen ergo ii device. Edit 05oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 24oct2018: additional information received on 24oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for (B)(4) associated with an unknown lot of a humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 30nov2018: additional information received on 29nov2018 from global product complaint database. Changed the lot number from unknown to 0708d01 for (B)(4) relating to the humapen ergo ii. Corresponding fields and narrative updated accordingly. Update 08jan2019: additional information received on 08jan2019 from the global product complaint database. Entered updated device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the suspect humapen ergo ii device associated with product complaint (B)(4) corresponding fields and narrative updated accordingly

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 08jan2019 in the b.5. Field. No further follow-up is planned. This device was associated with blood glucose increased on (B)(6) 2018and blood glucose increased on (B)(6) 2018. Evaluation summary: a female patient reported that her humapen ergo ii was not releasing the insulin dose and she had missed her dose for two days. The patient experienced increased blood glucose. The investigation of the returned device (batch 0708d01, manufactured august 2007) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The investigation also found unidentified foreign material on the cartridge holder and dial threads. The user manual states that the injection button may become harder to push if the inside of the pen gets dirty with insulin, food, drink or other materials. Following the care and storage instructions should help prevent this. In addition, the patient reported using the device for 3 or 4 years. Based on the amount of time elapsed since the device was manufactured (august 2007), it is likely the patient used it beyond its approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use and storage. It is likely the patient used the device beyond its approved use life. This may not be relevant to the increased blood glucose levels, as the returned device passed dose accuracy and glide force test specifications. The presence of foreign material in the device may be relevant to the complaint that the device was not releasing insulin at the time the patient used it.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This report is associated with product compliant: pending. This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) via cartridge from humapen ergo ii device, 65 units daily (40 iu in morning and 25 iu in evening), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2014. Since (B)(6) 2018, her humapen ergo ii device stopped working, did not releasing the dose and due to which she missed the dose for two days. On (B)(6) 2018, she suffered from high blood glucose with value 600m/dl, due to which she got hospitalized on the same day for five to six hours. In hospital she had infusion therapy as the corrective treatment. On (B)(6) 2018, she again hospitalized for five to six hours due to high blood glucose with values 430 or 450mg/dl. Information regarding the remaining corrective treatment, hospital discharge dates, diagnostic tests and outcome of the events were not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the humapen ergo ii device was patient herself and her training status was not provided. The general humapen ergo ii device model duration of use was not provided but was started in 2014. The duration of use of suspect humapen ergo ii device was unknown. The action taken with suspect humapen ergo ii device and its return was not provided. The reporting consumer considered the events were not related to human insulin isophane suspension 70%/human insulin 30% therapy and were related to suspect humapen ergo ii device. Edit 05oct2018: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added.